Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor handle was dropped on the warehouse floor and fractured into two pieces. No additional information is available at this time.

Manufacturer narrative:
The reported event was confirmed as the visual evaluation of the returned impactor pad exhibits signs of repeated use (nicked or gouged) and had been fractured into two pieces. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.